Manufacturer narrative:
H.6. Investigation: bd received samples, photos were forwarded to the manufacturing facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective stopper molding defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported during use the bd vacutainer® edta 2k broken lid/cap/hemogard shield. The following information was provided by the initial reporter, translated from japanese to english: ¿after blood collection, blood leaked during mixing." Customer noticed the stopper was cracked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® edta 2k broken lid/cap/hemogard shield. The following information was provided by the initial reporter, translated from (B)(6) to english: ¿after blood collection, blood leaked during mixing." Customer noticed the stopper was cracked.